Event description:
It was reported that the colonovideoscope tested positive four times for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Additional information: d8, d9, h3, h4, h6. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party. Labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy channel, suction channel cfu: 9 cfu/ml. Bacterial identification: enterococcus gallinarum, cellulosimicrobium cellulans. Sampling date: (B)(6) 2024. Sampling from: a/w channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a . Sampling date: (B)(6) 2024. Sampling from: biopsy channel, suction channel. Cfu: >20 cfu/ml bacterial identification: enterococcus faecium, enterococcus gallinarum, cellulosimicrobium species. Sampling date: (B)(6) 2024. Sampling from: a/w channel. Cfu: >20 cfu/ml. Bacterial identification: enterococcus gallinarum, cellulosimicrobium species. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: >20 cfu/ml. Bacterial identification: enterococcus faecium, cellulosimicrobium species. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where an additional potential adverse was confirmed where foreign material was noted in the air/water channel and air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing of the biopsy channel and suction channel were insufficient. Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus culture tested after reprocessing in accordance with the IFU and the third result conformed to the regulation's recommendation. Additionally, olympus confirmed white foreign material in the channel and cylinder, but the root cause of why the material remained could not be identified. There was no deformation or damage of the channel or cylinder. A definitive root cause was not determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.